Manufacturer narrative:
(B)(4): the driver has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Visual and optical examination of the initial two threads of the instrument identified deformation of the thread. Functional evaluation with a sample tsrh threaded screw was unable to be threaded onto the screw without damage. The root cause of the damage is consistent with misalignment of the screw thread and the instrument during attempted usage.

Event description:
It was reported that the screwdriver would not reduce on a screw and the driver broke. No patient complications were reported.